Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported problem. The fse repeatedly tested the instrument tips full range of motion and clamping on the patient side manipulator (psm) 2 without issue. The cable tension and sine cycle tests were performed and passed. The fse reviewed the system logs and verified there were no critical errors. The fse also noted that the site completed the procedure successfully after they switched to psm 3. The system was tested and verified as ready for use. A review of the procedure log with the information provided resulted in no additional information. The system logs were reviewed/analyzed as part of the technical support engineer (tse) and fse's investigation. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called in to report that the surgeon could not close the instrument tip on patient side manipulator (psm) 2 from the surgeon side console (ssc) master tool manipulator (mtm). The customer had reseated the instrument arm drape and instrument on psm 2, but the issue was not resolved. There was no error at the time of the event. The technical support engineer (tse) recommended to move the instrument to psm 1 to see if the issue would follow, but the customer was unable to perform additional troubleshooting at that time. The tse then suggested to use psm 3 to continue with the case. The customer continued and completed the procedure with no reported injury.